Manufacturer narrative:
B5: additional information received via email on 20-sep-2021 and attached to complaint: no patient involvement during this procedure, the issue occurred during testing. H6: event problem and evaluation codes: corrections after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The dso issue could not be repeated during testing, passed all functional tests. The error code 46822 was found in the event history log but could not be repeated, the software was reloaded as part of the pm (preventive maintenance) procedure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited ?ec 46822 and downstream occlusion voltage at 2500mv. No patient involvement reported.